Event description:
Patient reported "leaking". Healthcare Professional later reported "size exchange". This record is for the right side. Device was explanted.

Manufacturer narrative:
This is a Follow-Up report to a MedWatch submitted under Manufacture Report Number 9617229-2018-02394.A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Deflation.